Event description:
It was reported to the manufacturer by the end user, per the end user, during the transfer, the patient slid through the sling and landed on the floor on her bottom and hit her head on the floor. 911 was called and the patient was transferred to the hospital for evaluation. The patient sustained a bleed in the head, back area. Complaint (B)(6) and (B)(6) were entered into our system to have the sling returned to joerns for investigation. As of this writing, the sling has not been returned